Event description:
Reporter indicated that pt had an abnormal EKG. The abnormal EKG was observed during pre-operative testing for hernia repair. The reporter also indicated that the pt had not previously had an abnormal EKG.